Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e batch: 23105217. It was reported by the customer that they attached the vial adapter to the vial and then attached the syringe to the vial adapter but were unable to inject sterile water into the vial. They applied more pressure on syringe and fluid started to leak out from where syringe and vial adapter were in contact. Verbatim: "description: specialist transferred consumer regarding winrevair. Consumer stated they attached the vial adapter to the vial and then attached the syringe to the vial adapter but were unable to inject sterile water into the vial. They applied more pressure on syringe and fluid started to leak out from where syringe and vial adapter were in contact. Patient did miss a dose of winrevair. Consumer stated accredo is sending replacement. Did you feel any resistance pushing the plunger rod while injecting liquid into the vial(s) or while giving the injection? Yes. Lot number was provided by accredo y010244".

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer, of material: 2203e, lot: 23105217. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smartsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.